Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues of difficulty to advance and activation failure appears to be related to operational context. Based on the information provided, a definitive cause for the reported material rupture could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid right coronary artery that is 90% stenosed. The vessel was pre-dilated with a 3.0x10mm non-abbott balloon. A 3.25x12mm xience skypoint stent delivery system met resistance with anatomy during advancement. Once inflate, the balloon ruptured at 6 atmospheres. The stent delivery system along with the stent were removed. A new 3.0x12mm xience skypoint was implanted and post dilatation was preformed with a 3.25x10mm balloon. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.